Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 28, 2020 that a flexiva ID 200 laser fiber was used in a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a p100 laser console with laser settings of 200 millijoules over 53 hertz. According to the complainant, during the procedure, the laser fiber was broken inside the scope and misfired through the scope which ended up causing a little bit of an ablation on the renal pelvis of the kidney. Reportedly, no treatment was done to the ablation injury and it will heal on its own. The physician removed the broken piece of the laser fiber from inside the kidney with a basket. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.